Manufacturer narrative:
Analysis was unable to confirm the reported threshold measuring issues with the analyzer. The analyzer passed all incoming functional tests. However, analysis noted that the patient connector had disturbed pins. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while checking the threshold on the atrial side the analyzer was unable to measure. A different programmer was successfully used to complete the procedure. The analyzer was returned for service. No patient complications have been reported as a result of this event.